Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Patient was revised to a tritanium hemispherical shell with 2 screws, an adm/mdm liner construct, lfit v40 head with restoration modular stem, four dall-miles cable and sleeve sets, and two dall-miles beated cable and sleeve sets.